Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was dislodged three days after implant. No adverse patient effects were reported.